Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
End of the tampon was open, which meant the fibers were able to break apart and potentially remain inside- vagina [foreign body in reproductive tract]. Tampon had unfolded itself and was a strange shape. End of the tampon was open [device breakage] . Removed tampon, it unfolded itself...end was open. Fibers were able to break apart and potentially remain inside [complication of device removal] . Case narrative: consumer reported via e-mail that the tampon unfolded itself and was open. No serious injury reported.

Event description:
End of the tampon was open, which meant the fibers were able to break apart and potentially remain inside- vagina [foreign body in reproductive tract] tampon had unfolded itself and was a strange shape..end of the tampon was open [device breakage] removed tampon, it unfolded itself...end was open..fibers were able to break apart and potentially remain inside [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon unfolded itself and was open. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.